Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of the pt stepping on the pt line and breaking it at the exit site and the pt wanted to know what to do, this situation occurred during use. The technical service representative (tsr) assisted the home pt (hp) by advising the hp to go to the emergency room and to contact the nurse and/or doctor. The hp had powered the hc off so the tsr advised the hp to call when she returned home for hc assistance. No pt injury or medical intervention was reported. Product surveillance was contacted by the dialysis clinic. The nurse stated that the pt had reported to her that she had a separation from the transfer set and the catheter. The nurse stated that it was possibly due to the pt rolling over on it at night. The nurse also reported that the pt was given antibiotics, however, the pt had already been on antibiotics. The transfer set had been in use since 2009 and the pt had been performing dialysis. The pt performed both automated peritoneal dialysis as well as the continuous ambulatory peritoneal dialysis. The nurse stated that the catheter adapter was plastic from an unk brand. The nurse was unsure of how the connection was made and there was no difficulties reported. The nurse stated that the lot number and product codes were unk and the sample was discarded. There was no pt injury reported for this event, however, prophylactic antibiotics were given.

Manufacturer narrative:
The sample was discarded.